Event description:
The facility reported an infusion pump in which the rate changed from 24ml/hr to 48ml/hr from cell phone usage, while infusing on a pt. The biomed stated that the pt was "feeling sick" afterward. Despite baxter's efforts, info was not available regarding pt injury, medical intervention, medication involved, tubing product code and lot number, programming and set-up of the pump and pt demographics. Add'l contact info was requested but no add'l contact was identified.